Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1203475. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing. Based on their analysis of the provided video our engineers believe that the issue may be related to damage sustained during manufacture but are unable to determine a root cause with the ability to review the affected device.

Event description:
It was reported that while using bd pegasus¿ safety closed IV catheter system, the q-syte needle-free connector leaked. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "nurse manager found q-syte leakage while using the product."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd pegasus¿ safety closed IV catheter system, the q-syte needle-free connector leaked. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "nurse manager found q-syte leakage while using the product."